Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used on may 19, 2022. It was noted that the bands could not be deployed as it got stuck. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some of them were moved and overlapped. One band was also broken. The suture thread was broken, possibly during device removal. The device was observed under magnification, and the ligator housing teeth were also found bent. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were overlapped, and one band was broken. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands and even caused the rupture which clearly indicated inability of the device to deploy. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used on (B)(6) 2022. It was noted that the bands could not be deployed as it got stuck. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.